Event description:
N/a.

Manufacturer narrative:
Updated sections: d10, g4, g7, h2, h3, h10, h11. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun. Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 05/25/2021. An investigation was finalized on 06/15/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be intact, with no visual defects observed. The clear silicone insulation was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU cv000008979) with a reference cable and reference power supply vh-3010 at level 2.5. The device did not pass the pre-cautery test; it didn't produce any visible steam. The device did not activate, and transection of tissue five (5) times could not be performed. An engineering evaluation was conducted that identified the root cause of the "failure to deliver energy". The hemopro power supply immediately started, making an audible beeping sound. The jaws did not heat up and the power supply continued making an audible beeping sound. Handle was opened and was inspected. The white insulated wire that runs from the poly-fuse to the heating element in the jaws of the tool was positioned underneath the normally open (n.o.) Terminal of the switch. It was observed that the sharp ends of the wires welded to the n.o. Terminal were penetrated the white silicone insulation had made contact with the metal wire underneath the insulation, which resulted in electrical short. A training was conducted for the assemblers to be how to avoid shorting the device. Based on the returned condition of the device and the evaluation results, the reported complaint for failure "failure to deliver energy" was confirmed. The lot # 25156198 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The harvester was using the hemopro 2 device to harvest the saphenous vein. After the dissection process was completed, the harvester attempted to perform branch ligation with the hemopro 2. However, the device failed to activate when the toggle was pulled. The generator and the hemopro 2 cords were switched out for new set. However, the device still failed to activate. Therefore, the defective device was removed from the surgical field and a new hemopro 2 was opened. The new device worked as expected and there were no other issues. No adverse events occurred due to the defect.